Event description:
Problem walking [gait disturbance]. Problem balancing [balance disorder]. Device ineffective (fixodent doesn't last long) [device ineffective]. Case description: a consumer reported that they, a male age (B)(6), used fixodent denture adhesive, version unk cream 1 applic, several times a day, for a while now and reported the following: problem walking, problem balancing, device ineffective (fixodent doesn't last long). A health care professional was visited. Lab tests included blood copper and blood zinc with results of "within reasonable limits". Treatment: used cane, now uses walker to get around. The case outcome was not recovered/not resolved. Past medical history included: allergy - none reported, medical history - denture wearer. Concomitant medications not specified. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.